Manufacturer narrative:
Concomitant product(s): product ID: 3116, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator, product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), product type: lead. Product ID: 435135, serial# (B)(4), product type: lead. (B)(4).

Event description:
The consumer reported that the patient had 2 implanted devices. The first one was implanted on (B)(6) 2015 and the second one was implanted on (B)(6) 2011. In (B)(6) the devices were checked and the first implantable neurostimulator (ins) was off and the second ins was on at 3.9v with 330 pulse width, rate of 14 hz, cycling on for 0.1 seconds and off for 5 seconds. The impedance was at 784 ohms and the current was at 5 ma. The patient had the patient programmer and was communicating with their health care provider (hcp) on what they needed to do. The patient had no idea why the first ins was not removed when the second ins was implanted. The patient was seen by their hcp and the nurse checked the devices. The first ins was on and the second ins was off and the patient wanted to know how this could have happened. Two weeks ago, the patient had cardiac tests and on the way back home went through metal detection security because they were running late. The instructions were for the nurse to increase the setting in the second ins and turn the first ins off. The first ins was not turned off when they were changing the settings on the second device and there was a problem. The nurse told the hcp that the second device was set on the original numbers and the first one turned off, but this was not the case. Since then the patient had increased abdominal pain and was being shocked all the time. The patient did have an abdominal x-ray done to check for broken leads, but the hcp said everything was fine. The patient would have an appointment with their primary care provider (pcp) on (B)(6) 2015 and needed guidance. The patient could call during the appointment or have the devices removed. The indication for use for this patient was gastric stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The gastrointestinal physician later reported that the patient had an office visit to interrogate the system and get a second opinion. The abdominal pain and shocking were not reported to the clinic. Interrogation showed two functioning devices. One is on and one is off. An abdominal x-ray was ordered to check the leads. No fracture was seen, the x-ray was normal. The physician suspected that the reported symptoms may have been due to the old device malfunctioning so it was turned off. The second ins (2011 implant) was off at the time of the office visit and was turned back on. The physician did not have additional information regarding the first ins (2005 implant) resolution as the patient lives in alaska (the physician is located in (B)(6)). The indication for use for this patient was gastric stimulation. If additional information is received, a supplemental report will be filed. Please see related regulatory report 3004209178-2015-15398 for patient's second ins (2011 implant).